Event description:
It was reported that a patient underwent a left rib fracture plate internal fixation + thoracoscopic lung rupture repair procedure on (B)(6) 2024 and suture was used. The patient underwent surgery at 9:30. During the surgery, when using suture to repair the lung laceration. It was found that the newly dispensed suture was broken from the middle. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: were there any patient consequences? Please confirm if the suture break during use or if it was found broken in the newly dispensed package? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.